Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. The anterior and septal leaflets were grasped with the first clip. The tr was reduced from grade 4 to 2, after checking leaflet insertion. Deployment was started and the lock line was accessed. While holding one of the free ends of the lock line, it was noted that one end could not move. The lock line was retracted 20 cm when the jam was encountered. It was decided to not implant the clip and remove it. A replacement was implanted and the tr was reduced to grade 2. The procedure was discontinued due to poor echocardiography imaging.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis and observed a knot in the lock line at the proximal end approximately 2 cm from the manufacturing cut (the end). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the observed knot in the lock line; however, a definitive cause for the knot cannot be determined. It is possible that knot occurred while pulling one end of the lock line during the start of deployment (not pulling coaxially or slowly while visualizing the other end can result in the other end looping and twisting and creating a knot); however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.